Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis, and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of stenosis and thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided.

Manufacturer narrative:
Dates of event and implant: estimated dates. The UDI is unknown because the part and lot #s were not provided. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional patient effect (death) and malfunction referenced will be filed under their own medwatch report numbers.

Event description:
It was reported through a research article identifying the xience stent that may be related to death, serious injury, and malfunction. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "vascular responses to coronary calcification following implantation of newer-generation drug-eluting stents in humans: impact on healing."

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.